Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported that during a cardiac mapping and ablation procedure, an error of d07 excessive temp was observed on the maestro system. The metriq tubing was secured and no leaks were observed. The catheter and cable were exchanged, however the error persisted. The rhythmia hdx maestro g2 catheter connection box was noted to be frayed. And also replaced, however, the error was not resolved. The procedure was cancelled.